Event description:
Caller reported damage to the pump housing, specifically at the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided a resolution by sending a replacement pump with updated software. The customer acknowledged the need to complete training before using the replacement pump and will return the damaged pump using a pre-paid label provided by technical support.